Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. After stent implantation, it was necessary to dilate the stent with a balloon. However, a pressure drop was observed on the manometer and a radiopaque image formed during angiography. After removing the balloon, a small jet was observed when inflating the balloon more intensely with the applied pressure. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. After stent implantation, it was necessary to dilate the stent with a balloon. However, a pressure drop was observed on the manometer and a radiopaque image formed during angiography. After removing the balloon, a small jet was observed when inflating the balloon more intensely with the applied pressure. There were no patient complications reported. It was further reported that no visible perforations or holes were detected during inspection and handling of the device and the procedure was completed by replacing the device with a non-bsc balloon of equivalent diameter and length to the original. The procedure was not canceled. During the incident with the device, the patient was under strictly local anesthesia at the puncture site and remained stable during the replacement of the material.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis and therefore the allegation cannot be confirmed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. It is possible that interactions of the balloon with the lesions anatomical features, as well as interactions with other ancillary devices such as the guidewire or guide catheter used during the procedure contributed to the reported material rupture. However, based on the limited complaint information and the fact that no device was received for analysis, it is not possible to establish what the cause of the complaint was.

Manufacturer narrative:
H2 if follow-up, what type? Corrected. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis and therefore the allegation cannot be confirmed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. It is possible that interactions of the balloon with the lesions anatomical features, as well as interactions with other ancillary devices such as the guidewire or guide catheter used during the procedure contributed to the reported material rupture. However, based on the limited complaint information and the fact that no device was received for analysis, it is not possible to establish what the cause of the complaint was.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. After stent implantation, it was necessary to dilate the stent with a balloon. However, a pressure drop was observed on the manometer and a radiopaque image formed during angiography. After removing the balloon, a small jet was observed when inflating the balloon more intensely with the applied pressure. There were no patient complications reported. It was further reported that no visible perforations or holes were detected during inspection and handling of the device and the procedure was completed by replacing the device with a non-bsc balloon of equivalent diameter and length to the original. The procedure was not canceled. During the incident with the device, the patient was under strictly local anesthesia at the puncture site and remained stable during the replacement of the material.